Event description:
Information received indicates the bed exit is not working. The bed exit will alarm but will not alarm

Manufacturer narrative:
The technician isolated the issue to the bed exit tape switch. He replaced the tape switch to repair the bed.